Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that half the insulin pump screen was black and the pump is unreadable. Customer stated that no injury or hospitalization had occurred. Customer stated that the pump was not dropped or bumped. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with missing segments due to a cracked and bleeding lcd glass. Unable to perform the displacement test due to the missing segments. The pump was also received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a stained end cap sticker, and a scratched reservoir tube window.